Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen had a delayed response and the battery rapidly depleted. There was no reported impact to customer's blood glucose. Contact declined to provide further information and declined follow up from tandem technical support.